Event description:
It was reported the patient was in aqua therapy and on (B)(6) 2013, following a 45 minute therapy session, the patient was in the shower <(>&<)> bathroom area and fell hard onto the tiled cement. It was stated, the patient went ¿belly flop straight down onto the floor.¿ the patient went to the hospital and had x-rays of their already fractured right shoulder and ribs that felt broken. The patient stated nothing in their body was broken except their device therapy placement on the left side did not work anymore. It was noted, the patient put it up to 8.0 volts and put new batteries in.

Manufacturer narrative:
Product ID 3889-28, lot# va04wp6, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).